Manufacturer narrative:
Concomitant product: zimmer nexgen tibial plate: catalog #: 00-5964-022-10, lot #: 62886579. This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This is report 1 of 2 for this patient. See also 0001822565-2016-02307-2. Visual inspection of the returned articular surface identified that the dovetail feature was compressed on both sides. Gouges were also noted on the component backside. Measured dimensions were conforming to print specifications. The tibial component was not returned. Review of the device history records for the articular surface identified one anomaly during the milling step (operation 1000). One unit was found to have the height out of specification. The affected unit was scrapped and the remaining good parts were accepted through normal processing. This anomaly would not have caused or contributed to the reported event. Review of the device history records for the tibial component identified one planned deviation to hold product processed through the upgrade operation using equipment (B)(4) until the preventive maintenance and subsequent testing that was part of a maintenance request (B)(4) on the equipment was complete. The deviation allowed the packaging operations process to continue but the units remained on hold until the smr was closed. After closure of the smr, required testing identified readings inside the indicated limits. This deviation would not have caused or contributed to the reported event. This device is used for treatment. Review of the sizes of the articular surface and tibial component identified that they were not compatible. The articular surface was for tibial component sizes 1 and 2 but the tibial component implanted was a size 3. The cause of the complaint is considered to be user error as these two components are not sized to be used together.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface knee implant was not seating correctly. It was further noted that the articular surface and tibial component were not compatible, as they were different sizes. Another articular surface was used to complete the surgery.